Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were getting "cuvette not dry before first inject" errors in the synchron lx20 analyzer. No injury or exposure was reported. The customer inspected the probes and found a reagent probe was leaking. Upon checking the fittings, the customer found that nothing was loose. The customer had performed a routine cleaning of the reagent probes prior to the event so no results were generated during the event. The customer was also getting "di water reservoir not filling" errors.

Manufacturer narrative:
Bec cts (customer technical support) assisted the customer in filling the di (deionised) water reservoir and inspecting the canister. The instrument was homed to standby with no errors. The reagent delivery system was primed and the reagent probe was still leaking. A field service engineer (fse) went on-site (B)(6) 2011 and was informed by the customer that they resolved the leaking by rebooting the instrument. Per customer, there was either a spill or liquid may have come from a clotted probe. Fse checked the syringes and fittings on probes and no problems were noted. The instrument is operational and a review of qc done by fse showed no trends or bias for any chemistry. (B)(4).